Event description:
The customer obtained false negative alinity I hbsag results for 3 samples. The customer indicated the samples were positive for dna. The following results were provided: patient 1 - 54 year old male with chronic hepatitis b: 0 iu/ml on alinity; 0 iu/ml on architect; hbeab and hbcab and dna positive . Patient 3 - 54 year old male with liver transplant: 0 iu/ml on alinity; 0 iu/ml on architect; positive results for hbsab, hbeab, hbcab and dna. Patient 4 - 32 year old female with chronic hepatitis b: 0.02 iu/ml on alinity; 0.03 iu/ml on architect; positive results for hbcab and dna. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. In-house testing of reagent lot 15025fn01 was also completed. Return testing was not completed as returns were not available. Review of trending data did not identify any trends for the issue. Device history record review for reagent lot 15025fn01 did not identify any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained kits of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag assay, lot number 15025fn01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient 1 - (B)(6) year old male. Patient 3 - (B)(6) year old male. Patient 4 - (B)(6) year old female. All available patient information is included. Additional patient details are not available.

Event description:
The customer obtained false negative alinity I (B)(6) results for 3 samples. The customer indicated the samples were positive for dna. The following results were provided: patient 1 - (B)(6) year old male with chronic (B)(6): 0 iu/ml on alinity; 0 iu/ml on architect; (B)(6) and dna positive . Patient 3 - (B)(6) year old male with liver transplant: 0 iu/ml on alinity; 0 iu/ml on architect; positive results for (B)(6) and dna. Patient 4 - (B)(6) year old female with chronic (B)(6): 0.02 iu/ml on alinity; 0.03 iu/ml on architect; positive results for (B)(6) and dna. No impact to patient management was reported.